Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents noticed a change in the behaviour of the child regarding sound and went for a check up. External parts have been changed without improvement. Family reports no incident of accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Explantation has not taken place so far.

Event description:
The parents noticed a change in the behaviour of the child regarding sound and went for a check-up. Family reported no incident of accident or trauma, but the child is very active. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents noticed a change in the behaviour of the child regarding sound and went for a check-up. Family reported no incident of accident or trauma, but the child is very active. The recipient was re-implanted.